Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported load fill estimate was identified, the occlusion alarm investigation could not be completed as the cartridge was not returned, and the cartridge resistance was not investigated as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Blood glucose (bg) level was over 500 mg/dl. Bg level was addressed by delivering a correction bolus. Additionally, it was reported that the customer was unable to push down on the plunger to introduce insulin into the cartridge. A cartridge change was performed resolving the issue. Reportedly, the customer reverted to manual injections for insulin therapy.